Manufacturer narrative:
H10: manufacturing review: review of manufacturing records was not required, as no additional complaint has been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: a stent delivery system was returned. Based on the evaluation the reported deployment failure could not be confirmed but tip breakage could be confirmed. The delivery system was returned disassembled and the tip was found to be broken which indicated that difficulties were present during treatment. However, as the stent was not part of sample return, the deployment failure could not be reproduced. An indication for a manufacturing related issue could not be found. A definite root cause for the reported event could not be determined. The reported application presents an off-label use of the device. Labeling review: in reviewing the applicable labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding potential damages the IFU states: 'visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment'. Regarding preparation of the device the IFU states: 'prior to inserting the delivery catheter over the guidewire, the system must be flushed with sterile saline at the two female luer ports until saline drips from the distal tip of the catheter' and 'should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit'. In addition, the e-luminexx vascular stent is indicated for use in the iliac and femoral arteries. H11: g1; h3; h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the bile duct, the proximal end of the stent allegedly failed to open. As the stent was partially deployed, the user allegedly disassembled the handle to implant the stent. It was further reported that the delivery system was allegedly broken and difficult to remove from the patient. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during a stent placement procedure in the bile duct, the proximal end of the stent allegedly failed to open. As the stent was partially deployed, the user allegedly disassembled the handle to implant the stent. It was further reported that the delivery system was allegedly broken and difficult to remove from the patient. There was no reported patient injury.